Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit failed battery run test. There was no patient involvement.

Manufacturer narrative:
The getinge service territory manager (stm) evaluated the unit, and replaced the batteries that failed the runtime test. The stm completed unit pm with full calibration, functional testing, and safety check to factory specifications. The unit passed all functional testing. The unit was then returned to the customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.